Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, paint chipping on powerled device occured. No information about injury has been provided, however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Such troubles should have been detected first by the user during daily and monthly checks. The customer¿s current cleaning product has been changed to the one recommended by the getinge. The damaged parts must be replaced as soon as possible. It was established that when the event occurred, the surgical light did not meet its specification as appearance of paint peeling is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 16th of september 2020 getinge received customer product complaint with allegation about paint chipping on powerled device. No information about injury has been provided, however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. Manufacturer's reference (B)(4).